Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. However, the pump was still functional. The customer's blood glucose level was 118 mg/dl. At the time of the call, the customer confirmed that the pump was functioning as expected.